Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain, failed back surgery syndrome, and post-laminectomy pain. No pump contained an unknown drug. It was reported the patient stated his 1st pump had to be removed in 2010 because the pump ¿got messed up¿. The patient then stated it was not the pump, but the catheter broke. There was no out-of-box failure reported. There was no medical or therapy problem reported related to a small components product. The patient stated ¿pump was replanted¿. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.